Event description:
A malfunction alarm identified as malf 12 was reported with no notable events occurring beforehand.there was no reported adverse impact to the customer's blood glucose level. The customer will use multiple daily injections (mdi) as a backup therapy while a new pump is sent. Technical support instructed to put the faulty pump into storage mode before returning it using a pre-paid label, which the customer acknowledged and understood.